Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es and a 4mm x 40mm x 146cm coyote es were selected for use in an endovascular treatment. During the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured horizontally at the middle. The device was retracted into the sheath and was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.